Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 69 mg/dl. The customer was treated with 3 glucose tablets. The customer declined to troubleshoot for low blood glucose since her blood glucose is up to 90 mg/dl. Customer stated that she was sweating and shaking. Customer was advised to follow up with health care provider since she declined.